Event description:
It was reported that during a planned ptca/stent procedure, trouble was encountered reaching a lesion in a very tortuous distal circumflex vessel. The balloon and guide wire could not reach the lesion, so the catheter was left in place and another company's guide wire was advanced through the avenger and crossed the lesion. This guide wire was removed to place another guide wire, but one could not be advanced. The avenger was inflated (without the guide wire in place) and a dissection was noted. Another company's stent was used to treat the dissection.